Event description:
It was reported that the insulin pump had blank display. Customer stated that he took out the insulin pump to go scuba diving. Customer stated he placed the insulin pump in the bag that has water and when he came back the insulin pump was blank. Troubleshooting was done. Customer's blood glucose was 178 mg/dl. Customer reported there were 2 cracks on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.